Event description:
It was reported that the pump shut off unexpectedly. Additionally, customer's blood glucose displayed "high". Customer administered manual injection to resolve elevated glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.